Manufacturer narrative:
Reporter phone number: (B)(6). The reported event of high impedances was confirmed. As received, the terminal ends were found not aligned with the header contacts, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient experienced a loss of therapy due to high impedances. Surgical intervention took place wherein the adapter was explanted and replaced to address the issue.